Event description:
It was reported that when the patient had their device turned on there was a sharp pain in their right side. The patient had turned the device off at the time of the report. The pain was present whenever the device was on. The onset of pain was sudden and happened out of the blue. The device had been off for 2 weeks prior to the report. No causes or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).